Manufacturer narrative:
This report is associated with argus case (B)(4), poligrip. Poligrip is marketed as super poligrip in the us.

Event description:
Intestinal obstruction. Oral discomfort. Case description: this case was reported by a consumer via call center representative and described the occurrence of intestinal obstruction in a patient who received gsk denture adhesive (formulation unknown) (poligrip) oral paste for denture wearer. Concurrent medical conditions included denture wearer. On an unknown date, the patient started poligrip. On an unknown date, unknown after starting poligrip, the patient experienced intestinal obstruction (serious criteria gsk medically significant), oral discomfort and device failure. On an unknown date, the outcome of the intestinal obstruction, oral discomfort and device failure were unknown. It was unknown if the reporter considered the intestinal obstruction and oral discomfort to be related to poligrip. [Clinical course] the patient developed stickiness in the mouth after using poligrip and polident, and was annoyed that the stickiness caused intestinal obstruction. The patient assumed that the stickiness caused narrowing of the intestine when it was empty of food.